Event description:
It was reported the device has done an under infusion during testing. No patient injury was reported.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. No physical damage was found. The customers problem could not be confirmed. The device's delivery accuracy was running at three different tests, all of the test were found to be in factory specifications for accuracy. No faults found with the pump. Performed pm (preventive maintenance) on pump. The root cause was undetermined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.